Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources, and subsequently shutdown. The customer's blood glucose was 140 mg/dl. The customer connected the pump to a power source to charge, but the pump did not turn on.